Manufacturer narrative:
Investigation summary: based on the information available, the reported pump malfunction was confirmed through product analysis. The pump failed the deflation test. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and failed deflation test. Product analysis concluded these deflation issues could affect the functionality of the pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient came back to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Tests showed that when the pump was pressed it was squeezed (dimpled), therefore the pump was replaced at the hospital. Doctors and nurses performed troubleshooting techniques, but the pump did not work as expected. The pump was replaced and tested several times before completing the procedure. The patient was retrained with the procedure for using the pump. After this operation, the patient got better.

Event description:
It was reported that the patient came back to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Tests showed that when the pump was pressed it was squeezed (dimpled), therefore the pump was replaced at the hospital. Doctors and nurses performed troubleshooting techniques, but the pump did not work as expected. The pump was replaced and tested several times before completing the procedure. The patient was retrained with the procedure for using the pump. After this operation, the patient got better.